Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. In addition, the following reportable malfunctions were identified during the device evaluation: there is corrosion on the scope mount, corrosion on the free lock lever, scope mount is damaged (cracked). A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had corrosion on the scope mount and free lock lever, and the scope mount is damaged (cracked). There was no patient involvement.